Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The battery cartridge was replaced on the mobile viewing station. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was shutting down. They determined that the mobile viewing station on the system was losing power when it was not connected to the ac power. There was no patient present when this issue was identified. No further information was provided.